Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. It was noted that the returned device indicated a missing set screw.

Event description:
It was reported that during the implant procedure it was not possible to tighten the setscrew of the implantable pulse generator (ipg) as the torque wrench either would not engage the setscrew or the setscrew had become stripped. Another ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.